Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the pe075f5 was unable to pace during use. Pacing was attempted after catheter insertion, but it did not work. The issue was resolved by replacing the catheter. Information including kind of surgery/examination the catheter was used for and if the patient had cardiac conduction defect was unknown. There were no patient complications reported.

Manufacturer narrative:
Our product evaluation lab received one pacing catheter. The customer report of pacing issue was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon and windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint affected unit was returned for evaluation and no defect was found; therefore, a product non-conformance or device failure could not be confirmed. The malfunction code could be associated to multiple root causes. Since a failure mode could not be confirmed, and with the information available further investigation could not be performed. As part of the catheter manufacturing process, 100% of the units go through an electrical continuity inspection, and continuity test performed.